Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2015-00125 screw 1.

Event description:
A secondary fracture occurred with the insertion of hexalobe screws into olecranon plates.